Manufacturer narrative:
H2: this MDR is a duplicate of MDR 0001811755-2020-03039. This MDR 0001811755-2020-03363 was filed in error.

Event description:
It was reported that during a craniotomy procedure, the router broke. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully. It was further reported that the complainant was not aware of a delay as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a craniotomy procedure, the router broke. It was also reported that there were no adverse consequences as a result of this event and the procedure was completed successfully. It was further reported that the complainant was not aware of a delay as a result of this event.